Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018; during evlt procedure with 65 cm nt fiber, the laser was placed in stand-by mode, the physician was taking the laser out of the patient's body after noting the 1mm hash marks. The sheath/fiber unit had resistance and a piece about 1 cm long broke off and stuck in the patient's access site. Dr. (B)(6) had to use forceps and a blade to pull this one piece out of the access site. The fiber had been in the correct placement and that the sheath and fiber were pulled as one unit throughout the procedure. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of a broken fiber cannot be confirmed due to no product return. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting. "Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).